Manufacturer narrative:
Unit had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, broken reservoir tube lip, missing o-ring(reservoir tube) and missing end cap sticker.

Event description:
It was reported via phone call, that the customer's insulin pump has cracks to the reservoir and battery compartment. Customer had blood glucose levels of 417 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.